Manufacturer narrative:
Additional, changed, and/or corrected data: d6(a)

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, "some folding and small liquid quantity peri prothesis", and "oval image, pseudonodular". The device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small liquid quantity peri prothesis"; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, "some folding and small liquid quantity peri prothesis", and "oval image, pseudonodular". The device remains implanted.